Manufacturer narrative:
The device is in transit to acumed. The investigation is pending product return.

Event description:
It was reported the distributor had been notified that hair had been found in the sterile packaging. Another device was used to proceed with and complete the procedure. No adverse patient consequences were reported, and this issue did not prolong the procedure.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The part number co-3120-s 3.5mm x 12.0mm cortical screw was returned with the screw inside the inner blister unopened. The outer blister was not returned. The reported hair was found in the poly bag outside of the complaint device, as the side seal on the tyvek pouch the part was returned in was unsealed. An photo had been provided by the complainant, and in the photo, the hair appeared to be inside the complaint packaging. The hair was likely introduced when sealing the inner blister within the outer blister.